Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with glucose tablets. The customer stated that she put her pump in suspend when she had a low reading. The customer mentioned that she had trouble with the beeps on her pump. The customer was assisted with the self-test. The customer stated that the test passed. The customer declined to troubleshoot for low readings.